Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. During the procedure, a prong fractured from the extractor and could not be located. The fractured prong may have been retained by the patient.

Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. During the procedure, a prong fractured from the extractor and could not be located. Additional information received from the user facility confirmed that the patient did retain the fractured piece and that the surgeon elected not to attempt removal. Per the attached user facility medwatch, the patient will be followed clinically and radiographically; should migration of the fractured prong occur, a decision may be made to remove it at a later date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history record was unavailable. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(4), 2011.